Event description:
IV heparin drip started in emergency dept at 2210 in 2001, 25,000 "u" in 250 ml at 10cc/hr. Upon arrival to ICU rate changed to 8cc/hr at approximately 2330. At 0130 imed alarmed and bag was empty. Imed set at 8cc/hr. Pt monitored for bleeding with no apparent bleed noted. Pt alert oriented, no pain, no dizziness, no headache. Heparin drip discontinued. Heparin drip restarted the next day at 600 "u" hr.